Event description:
It was reported to philips that the device's battery is failing calibration with the device ¿interrupt¿ error message. There was no patient involvement.

Manufacturer narrative:
This is a duplicate report. The problem was already reported on MDR 1218950-2020-01412. This one will be closed.